Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-08012. The patient received two leads from the same lot number. It was reported the patient had ineffective stimulation and so had not charged the system in 2 years. Follow-up info stated the patient was considering device replacement. No further info was available at the time of this report.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.